Event description:
The arthrex scorpion was in use during a left shoulder arthroscopic case. This device is reusable instrument that is used during arthroscopic cases with no expiration noted. The instrument was being used in the proper manner when the jaw became dislodged from the instrument. Following retrieval all parts, another device was brought in to complete the procedure.